Event description:
It was reported that this right atrial (ra) lead exhibited far field oversensing of r-waves in one atrial tachy response (atr) episode. It was noted the pacemaker had also stored an appropriate atr episode showing a true atrial arrhythmia. An email was sent to the clinic recommending further review of the patient and ra lead. No adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.